Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The customer reported water may have leaked onto the ventilator. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician reported on power on into normal operation, the ventilator alarmed due to vent inop. The service technician entered diagnostic mode and was no longer able to reproduce the reported vent inop. The ventilator was inspected for water damage and none was found. Performance verification testing was completed and all tests passed per operating specifications.